Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Connection loss ranged from 15 minutes up to 3 hours. The customer was not experiencing a loss of connection at the time of the report. No additional patient or event information was available. A root cause could not be determined.